Event description:
A report was received that the patient experienced a stroke a couple of months after the implant procedure. The patient was explanted due to stroke and the need for MRI. The device was working properly prior to explant.

Manufacturer narrative:
Additional information was received that the physician does not believe that the stroke was related to the stimulator.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm. The returned devices were analyzed and no anomalies were found.

Event description:
A report was received that the patient experienced a stroke a couple of months after the implant procedure. The patient was explanted due to stroke and the need for MRI. The device was working properly prior to explant.